Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no patient involvement as the customer was using manual injections as insulin therapy. Although confirmation was requested as to whether or not the alarm cleared and insulin delivery resumed, it was unable to be confirmed.